Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator leaked. The unit was not changed out, and as a mitigation, they opened the recirc line to oxygenate more. *no known consequence or health impact to patient *there was 5 milliliter (ml) of blood loss *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 4210, 4307). The returned sample was visually inspected upon receipt, no anomalies such as breakage. Additionally, blood or plasma was found adhered to the gas-out side. The affected sample was leak tested. It was incorporated into a circuit with tubing, and a colored saline was circulated through it, and leakage was found at the gas-in side, during the test. The visual inspection of the leakage point was revealed that the leakage was from the innermost layer of the fiber at the gas-in side. A thin resin was then inserted as a mark into the leaking fiber, and the sample was disassembled for further visual inspection. One fiber thread was found to have had been collapsed. The collapsed thread was removed and colored water flowed in it, and leakage was confirmed at the collapsed point. The cause of the leakage was through that one thread of fiber inside the oxygenator was collapsed, which created a pathway and led to leakage form the blood channel side to the gas channel side through the interior of the fiber. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d1 (corrected brand name), d2 (corrected type of the device), d4 (added expiration date & updated primary unique device identifier), h2 (follow-up due to correction and additional information), h4 (device manufacture date). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) . G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.